Manufacturer narrative:
Section d4: catalog number, model number and unique identifier (UDI) # were updated. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Since the product was not returned for investigation, the cause of the event could not be determined.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
We received an allegation of a software issue with a coaguchek xs meter. The meter was set to %q units instead of inr. The reporter stated their warfarin dose was increased based on a low result of 1.5 inr. When the meter memory was reviewed, there was no result of 1.5 inr. There was a result of 15 %q on (B)(6) 2021 at 9:33 p.m. When the units were changed to inr, the result from the memory was 3.5 inr on (B)(6) 2021 at 9:33 p.m. The reporter was unable to clarify if a result of 1.5 inr was reported based on the result of 15 %q or if the low result of 1.5 inr was missing from the memory. The reporter also questioned a high result of 4.1 inr on (B)(6) 2021; only one test was performed on this day. When the meter memory was reviewed, a result of 11 %q was displayed on (B)(6) 2021 at 4:28 p.m. When the units were changed to inr, the result was 4.5 inr; there was no result of 4.1 inr. A display check was performed and there were no missing segments. The date was set correctly. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.